Event description:
It was reported during a permanent implant the patient's right s3 lead had high impedance before closing the incision. In turn, the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
As received, visual inspection and resistance testing showed the returned lead passed the functional test. The cause of the reported event remains unknown.